Manufacturer narrative:
Additional information was added to d9, h3, h4, h6 and h10. H10: the device was received for evaluation. A visual inspection was performed which observed the peel pouch bag was broken and there were (2) needle-type holes through the tube from one side to the other. The reported condition was verified. The cause of the holes in the tubing could not be determined; however, needles are not used during manufacturing. The condition may be related to mishandling of the product after manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a tur irrigation set was broken leading to a saline solution leak. This was identified during setup and preparation prior to patient use. There was no patient involvement. No additional information is available.